Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and requested assistance with air bubbles in the reservoir. The customer stated that the paramedics came home after receiving a lifeline call. The customer stated that her tubing had gotten tangled on her clotting. Assisted the customer and paramedics with changing the reservoir and setting the correct amount for her fixed prime. The customer's glucose reading at time of call was 126mg/dl. No further info was provided.